Manufacturer narrative:
Evaluation summary: received for evaluation was one ac3200 everest inflation device with original packaging, there was no evident visual damage to the gauge/manometer. Contrast media solution was present in the syringe body; the needle on the gauge was received at approximately 2atm. The device was tested ; when pressure was applied turning the lead screw, the needle moved freely without issues to 30atm holding pressure for 3 minutes, but failed to return to zero when depressurized and when placed under vacuum pulling the lead screw back, the needle moved closer to 1atm, failing to return to the red marking on the plate. Closer visual inspection of the filter in the gauge bore appears clean. No visual defect was noted. Supplier evaluation summary: complaint confirmed as that the pointer was off zero. The pointer was resting just below 2 atm. Gauge was tested for accuracy and found to be out of tolerance 30 psi throughout the full scale. The window, pointer and dial were removed to inspect the internal components. There were no obvious signs of damage to the internal components. The dial was re-installed and reset the pointer to zero. The gauge was retested for accuracy and found to be within the specified tolerance. A shock or impact to the gauge caused the pointer to shift off zero and the out of tolerance condition. A consistent offset through the full scale of the gauge and restoring the accuracy by just resetting the pointing back to zero (no adjustments) is indicative of shock/impact. A shock or impact occurrence led to the pointer off zero and the out of tolerance condition. (B)(4).

Event description:
It was reported that an everest inflation device was being used during a procedure to treat a lesion in an unknown vessel. During operation, the physician carried out deflation with the everest inflation device and noticed that the gauge of the manometer stopped at around at 1atm without pressure. The physician continuously used the relevant device to complete the operation without replacement. It was unknown whether the gauge indicated zero before starting the operation. There was no adverse event to the patient.

Manufacturer narrative:
(B)(4).